Manufacturer narrative:
The device was placed via subclavian vein & had coiled back on itself. During home visit to do dressing change on 9/24/97, they found the catheter separated from hub upon arrival. They repaired catheter, then on the same day, the pt pulled catheter out part of the way. The PICC was then discontinued. Product implicated is a 3 fr catheter. Returned for eval is the catheter only which is in two pieces. The proximal section (hub) measures 5.5cm and the distal section (tubing) measures 6.2cm. Lot history review indicates no related component or mfg related issues and one product complaint of similar nature, which was recorded as user related. The hub is occluded with dried blood and the catheter tubing is occluded with dried blood and a crystalline precipitate. The catheter separated inside the hub tubing joint. Under 50x magnification, the texture at the break point appears granular and dull. Tactile inspection indicates the tubing is severely elongated and appears necked down adjacent to the break site. These signs indicate a typical tensile break. The outer diameter of the catheter tubing was measured at 0.038" which was found to be within product specs. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not secured properly it may migrate or inadvertently be broken.

Event description:
Placed 9/23/97. On 9/24, the PICC had broken away from the hub and slipped out. Removed.